Manufacturer narrative:
The device has not been received for analysis as of the date of this report.

Event description:
It was reported that during a drug eluting stenting treatment procedure, difficulty removing the balloon from the stent was encountered. The restenotic lesion being treated was located in the left anterior descending artery (lad). After predilation the physician successfully deployed a taxus express 2 2.75 x 28mm drug eluting stent at 16 atms. Upon withdrawal the fully deflated balloon was sticking to the stent. The physician was able to remove the balloon using excessive force. No patient injuries or complications were reported. Patient status is reported as "good".